Manufacturer narrative:
The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the investigation analysis, the sensor glucose (sg) value at 1:39 am was 63 mg/dl and blood glucose (bg) at 1:30 am was 103 mg/dl, confirming the customer reported mismatch. However, a review of the available glucose data on dms did not suggest any deviation in the system performance. Overall, the bg values entered as calibrations matched sg trends well. There were some occasional differences due to lag which is inherent to any cgm system, and due to calibrations, that were entered during the periods of rapid glucose change. The customer was recommended to perform calibration whenever the glucose is stable and not during the periods of rapid changes. No further investigation was found necessary for this complaint. B4. Date of this report update to 19 march 2024. G3. Date received by manufacturer updated to 08 december 2023. H3. Device manufacturer by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of a false hypoglycemia event which happened on (B)(6) 2023 at around 1:30 am. The customer reported that the blood glucose (bg) value was 103 mg/dl and the sensor glucose (sg) reading was 65 mg/dl. The customer received a low glucose alert even though there was no actual hypoglycemia event. The customer did not have to take any actions.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.